Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited increased pacing impedance measurements of 950 ohms and high out of range shock impedance measurements greater than 125 ohms in rv to ra configuration. It was reported that measurements began to increase for the past year. Boston scientific technical services (ts) discussed potential causes as well as programming options or continuing to monitor. This product remains implanted and in service. No adverse patient effects were reported.